Manufacturer narrative:
We are reporting according to exemption no (B)(4). Incidents involving medical devices manufactured by arjo hospital equipment ab in (B)(4) will be reported by us, the legal manufacturer, arjo hospital equipment ab in (B)(4) on behalf of our sales and distribution company in the (B)(4). Additional info will be provided upon conclusion of the manufacturer's investigation.

Event description:
As stated by the customer 2011-(B)(6): potential incident - per the ahus service tech-"resident was in the bed and needed to be transferred into her wheel chair. One c.n.a. Placed the sling under the resident and then attached to the lift. The resident was then raised and moved over to the wheel chair. The powered dps was used to position the resident over the wheel chair and sit in a more up right position. When the powered dps was used the c.n.a. Heard a click and saw the resident slide down out of the sling and hit her head on the seat part of the wheel chair. One of the leg clips detached." (B)(4). Function test: lift operates up and down with handcontroller and membrane switch. The legs open and close with h/c and membrane switch. The power dps is also functioning correctly. The scale is operating correctly. The rear casters brakes are good. The front casters are worn, but functioning.